Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, approximately two and half months after an optease inferior vena cava (ivc) filter was placed, it was found to have embedded in the wall of the ivc and could not be retrieved. Per the medical records, the patient has history of morbid obesity and other comorbidities. The filter was implanted for pulmonary embolism (pe) prophylaxis prior to gastric bypass surgery. Per the medical records, the filter was deployed below the left renal vein with no apparent complications. The patient tolerated the index procedure well and there was minimal blood loss. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of the ivc filter. The following additional information received per the patient profile form (ppf) indicates that the filter removal attempt occurred and it was unsuccessful. Migration of the filter was noted during the filter removal attempt, per the medical records. The patient reports to suffer from emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration and retrieval difficulty could not be confirmed and the exact causes could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (16073062) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This report is a follow up report to MFR number 9616099-2016-00308 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, approximately two and half months after an optease inferior venca cava (ivc) filter was placed, it was found to have embedded in the wall of the ivc and could not be retrieved. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of the ivc filter. The following additional information received per the patient profile form (ppf) indicates that the filter removal attempt occurred and it was unsuccessful. The migration of the filter was noted during the filter removal attempt, per the medical records. The patient reports to suffer from emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient has history of morbid obesity and other comorbidities. The filter was implanted for pulmonary embolism (pe) prophylaxis as the patient was set to undergo a gastric bypass a week post the implantation. Per the medical records, the filter was deployed below the left renal vein with no apparent complications. The patient tolerated the index procedure well and there was minimal blood loss.